Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain; the patient revealed during troubleshooting that the patient line clamp was closed during their prime. The patient stated that they opened the patient line during their initial drain. The technical service representative (tsr) assisted the patient through cycling power couple of times, and informed them of starting over with all new supplies. During follow-up the home patient (hp) was asked about the reported problem. The hp stated everything was fine and no further information was obtained. The peritoneal dialysis registered nurse (pd rn) was contacted regarding the reported problem and stated the customer never mention the alarm to them. They did not have any further information either. They stated as far as they know therapy for the customer is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the clamp was closed on the patient line. The hp stated that the patient line clamp was closed during prime. The hp stated they opened the patient line during initial drain. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.